Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2015 at approximately 1pm in the afternoon, when she reportedly obtained a reading of ¿200mg/dl¿ using the subject device which the patient felt was high compared to how she was feeling. The patient stated that she manages her diabetes using an insulin pump. It is unclear whether the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿hypoglycemic, loss of memory and fainted¿ on (B)(6) 2015 at approximately 7:30pm, and reportedly self-treated by consuming additional food and/or drink in response to the reported issue. The patient stated that she visited her doctor¿s office on (B)(6) 2015 at approximately 4.38pm where her blood glucose was measured using the doctor¿s office meter (brand unknown) with a reading of ¿91mg/dl¿. The patient reportedly received hcp treatment of glucose tablets and/or glucose gel on (B)(6) 2015 at approximately 4.38pm in response to the alleged meter issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and that the test strips were not expired. The csr walked the patient through a control solution test and the result was not within the specified range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 4/15/2015 and 4/14/2015, respectively, and evaluated by lifescan product analysis on 4/17/2015 and 4/22/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.